Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up at clinic, an increase of rv (right ventricular) lead impedance was observed as well as varied capture threshold. The impedance was within normal range, but 1 year trend showed an increase in lead impedance. The patient stated she falls frequently due to bad knee and prosthesis on other leg but did not recall falling on the device side. Chest x-ray was performed and showed no obvious changes. The programming changes were made. The patient had no complaints and was stable.